Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys hcg + beta test system ver. 2 on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in an hcg+beta value of < 0.100 miu/ml with a data flag. The sample was repeated, resulting in a value of 1.32 miu/ml with a data flag. The sample was repeated again, resulting in a value of 5.07 miu/ml with a data flag indicating carryover. The second patient sample initially resulted in an hcg+beta value of 1.25 miu/ml with a data flag. The sample was repeated, resulting in a value of 7.30 miu/ml. The sample was repeated two additional times, each time resulting in a value of > 10000 miu/ml with a data flag. Controls were re-tested and the sample was repeated again, resulting in a value of > 10000 miu/ml with a data flag. The sample was re-centrifuged and repeated twice on (B)(6) 2022, resulting in values of > 10000 miu/ml with a data flag and 62783 miu/ml with a data flag. The hcg+beta reagent lot number was 61488801, with an expiration date of 31-jul-2023.

Manufacturer narrative:
Calibration signals were within expectations. Calibration data showed a high variation in the second calibrator level signal recovery. Quality controls recovered within expectations on (B)(6) 2022. A general reagent issue could be ruled out as controls recovered within expectations. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer performed probe adjustments and checked the probe voltage. The photomultiplier tube was adjusted. Performance testing was run and passed. A blank cell calibration was performed and everything was ok. The customer calibrated and ran controls; all passed. One of the complained samples was repeated on a 1:10 dilution and there was a 7.5 % difference in results due to sample stability. No details were provided on the measured values. It was observed that the instrument was clean and well maintained. The investigation could not identify a product problem. The cause of the event could not be determined.